Event description:
Baxter automix clintec bags for tpn on hospitalized pts have been replaced due to a leak. At least one/week. The bags consistently leak where the medex universal spike is inserted at port seam. The bag material becomes thinner at port seam. The tpn tubing spike is a universal spike. This spike is long and sharp. The combination of this bag and spike can cause problem. However, this spike is used with other bags without leaking problems. When the bags leak, they have to be remade. The leaking problem, if not found soon, can potentially cause harm to the pt (infection risk).